Event description:
There was an allegation of questionable elecsys hbsag ii results for 3 patients on a cobas e 411 analyzer (disk system). On (B)(6) 2026, patient 1 had a sample tested three times and the results were 9.16 coi, 9.29 coi, and 9.15 coi (reactive). On (B)(6) 2026, the patient had a new sample collected and the result was 0.246 coi (non-reactive). On (B)(6) 2026, patient 2 had a sample tested twice and the results were 11.7 coi and 11.97 coi (reactive). The patient had a new sample collected and tested twice and the results were 0.51 coi and 0.475 coi (non-reactive). On (B)(6) 2026, patient 3 had a sample tested twice and the results were 2.22 coi and 2.22 coi (reactive). The patient had a new sample collected and tested twice and the results were 0.531 coi and 0.481 coi (non-reactive).

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.